Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. When asked for the steps taken to resolve the ins moving and stimulation being in an incorrect area, the patient reported they set their ¿app monitor¿ to ¿app 2¿ and moved up their bladder stimulator. The patient reported that the issues of the ins moving and stimulation in an incorrect area had been resolved. No further complications were reported.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient thought the ins moved sometime in the last month and a half ago. The patient stated that since october 13th they didn¿t feel like the stimulation was in the correct area and they noticed this when they step wrong. The patient mentioned they had also experienced a return of symptoms since the 13th or 14th of october and noted that they were self-catheterizing again because their bladder was not emptying. The patient noted the ins was working wonderfully and emptying their bladder prior to the reported events. The patient stated they increased stimulation on program 2 from 1.2 to 1.3 noting they preferred to be at 0.9 because if was working fine at that amplitude. Syncing with the ins on the call showed the stimulation was on at 1.3 on program 2. The patient stated that 1.3 was uncomfortable for them. The meaning of programs and intended area of stimulation was reviewed and the patient stated they felt stimulation in their butthole. The patient changed to program 1 and increased stimulation to 0.6 where it was confirmed to be comfortable. The patient was redirected to their healthcare provider if the problem didn¿t resolve and would monitor their symptoms. The patient noted an appointment with their healthcare provider 1 week from the call. No further complications were reported.